Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was confirmed to have been replaced on (B)(6) 2019. An image of a pump session report was provided, indicating a motor stall recovery occurred on (B)(6) 2019 at 5:49 pm. Additional information was received. The event was resolved. The pump would not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer and healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 5 mg/ml at a dose of 2.18 mg/day and bupivacaine 2.5 mg/ml at a dose of 1.09 mg/day via an implantable pump. It was reported that the motor stall code 100 on the clinician programmer tablet was seen at interrogation. Technical services recommended they look at the pump event logs to review when the stall happened and what the patient was doing during that time. It was indicated that the stall happened early the morning of (B)(6) 2019 and they confirmed that no emi/MRI/magnets were present. No symptoms were reported. Technical services reviewed silencing the audible alarm, considerations for setting the pump to minimum rate, covering the patient with non-pump medication, and replacing the pump. It was also recommended to periodically interrogate the pump for stall recovery. Technical services also reviewed considering permanently shutting the pump off. Additional information received via follow-up indicated that the motor stall recovered on 2019-oct-04, 24 hours after they set the pump to minimum rate. The programmed the pump back to simple continuous mode. Additional information was received via follow-up on 2019-oct-11 and 2019-oct-18. It was reported the pump would be replaced on (B)(6) 2019. Session reports included with the report showed that a motor stall occurred on (B)(6) 2019 at 4:00 p.m. And had not recovered as of (B)(6) 2019 at 8:25 a.m.